Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error and/or e70 alarm, pump did not power on and possible damage to the drive support cap. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return is required for mmt-754lwws.

Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self-test, rewind test and displacement test, dat test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify motor error alarm, unexpected battery power loss and downloads due to blank display. The following were noted during visual inspection: broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place unable to verify battery power loss and motor error alarm due to blank display. The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to lcd board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.